Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was exhibiting 0 flow and low flow alarms. A check of the diagnostics in manual control showed that the circulation pump would generate no pressure. They requested a quote for the 2k hour service. There was a previous quote from 2022 that they told to send. Per sample evaluation results on 11jan2024, it was reported that the tank seals were lifted from the tank. The circulation pump motor was not spinning when powered on. Completed the 2000-hour pm procedure on the device.

Event description:
It was reported that arctic sun device was exhibiting 0 flow and low flow alarms. A check of the diagnostics in manual control showed that the circulation pump would generate no pressure. They requested a quote for the 2k hour service. There was a previous quote from 2022 that they told to send. Per sample evaluation results on 11jan2024, it was reported that the tank seals were lifted from the tank. The circulation pump motor was not spinning when powered on. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump motor. The device was evaluated upon receipt. Circulation pump motor not spinning when power on. Replaced circulation pump motor. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.